Manufacturer narrative:
Investigation conclusions: the examination of the pump determined the 3860 pump was within the specified flow rate accuracy, but this issue did not contribute to the event. No specific problem was identified with the pump that could have caused this event. The infusion set used during the event was not examined by iradimed corporation. From the information available, no firm conclusions can be made as to what caused this event. From the examination of the pump used during the event, the history event log assessment, and information from the hospital staff using the pump, the probable cause of this report was that the nurse did not properly close the free-flow preventer clamp of the infusion set after the set was installed in the pump. The proper method of setup and installation is described in the operator's manual. It is not known what level of training the MRI nurse had received prior to use of the pump, which could have been contributed to the event. Follow-up in-service training was performed for the facility's staff by iradimed corporation on october 5.

Event description:
The nurse reported that during a patient infusion in the MRI, the patient received an excess volume of heparin during the infusion. No injury was reported. On (B)(6) 2015, during an MRI scan, the hospital had reported that the 3860 pump's channel b was programmed to deliver heparin at a flow rate of 10.9 ml/hr for a volume of 100 ml. At the start of the infusion it was estimated the fluid container had more than 100 ml of fluid. At the end of the scan, when the patient was removed from the MRI scanner, the nurse reported the fluid container was empty. At this time the pump displayed a volume delivered of 14.9 ml. Details provided from the MRI technician indicated that the patient was transferred from another area of the hospital with an imed pump infusing the heparin infusion. The MRI nurse switched the patent from the imed pump to the mridium 3860+ pump. She attempted to begin the infusion on channel a of the pump, but she couldn't get channel a to operate, so she changed to channel b of the pump. She then began the infusion on channel b then positioned the pump near the patient and proceeded with the MRI scan. When the scan was completed, the MRI technician moved the patient put of the mr scanner room, and the nr nurse noted the fluid bag was empty. It was reported the patient arrived at the MRI around 10:00 am and this scan was begun shortly thereafter, and ended when the pump was powered off at 12:26 pm. Follow up discussion with the hospital's MRI nurse present during the event indicated she was not aware that opening the free flow preventer with the pump installed can allow a free flow condition. She believed they had not properly closed the flow preventer clamp when the infusion set was installed in the pump prior to the pump prior to being powered on.